Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, mitraclip (x1). The clip remained implanted on the anterior mitral valve leaflet. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the patient had undesirable pathology, with a large flail in the a1p1 (lateral) segment of the mitral valve and a dilated left ventricle. The leaflets were fragile, and imaging was reported to be difficult. The reported information indicated that the clip was successfully implanted in the center of the valve and during placement attempts with the third clip, the third clip came into contact with the clip. In this case, it is likely that difficulties in imaging during the procedure likely contributed to the interaction between the two clips. Based on the information reviewed, the reported difficulty grasping the leaflets and the contact between the two clips appears to be related to procedural conditions, and not a product quality deficiency. The clip delivery system (40718u1/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
This is being filed as the second implanted clip(40718u1/(B)(4)) detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. Although there was no adverse patient effect due to the detachment of this clip, if this were to recur, patient injury can occur. It was reported that at the request of the family, a patient with an undesirable pathology underwent a mitraclip procedure. The patient had a large flail in the a1p1 (lateral) segment of the mitral valve and a dilated left ventricle. The leaflets were also fragile. The mitral regurgitation (mr) was degenerative with a grade of 4. Due to the anatomy, large flail and difficult imaging, it was very difficult to grasp the first clip (40718u1/(B)(4)) in the a1p1 segment and the second clip (40718u1/(B)(4)) in the center of the valve. Leaflet assessment was confirmed for both clips and they were deployed. During the placement of the third clip (40718u1/(B)(4)), it came in contact with the second clip. The third clip was able to grasp the leaflets with difficulty and after leaflet assessment was deployed. Immediately after deployment, it was observed that the second and third clip detached from the posterior leaflet remaining attached to the anterior leaflet. Chord damage also occurred during the implantation of the third clip. The procedure was stopped. Post procedure the patient was stable and the mr grade remained at the preprocedure grade of 4. No additional treatment was planned. No additional information was provided.